Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a fistula, a break was allegedly identified on the catheter shaft of the pta balloon. Reportedly the break occurred inside the sheath, and so the balloon and sheath were removed as a single unit. Another balloon and sheath were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10 mm x 4 cm balloon. The balloon was returned detached from the catheter at the location of the proximal balloon glue joint, and still inserted in an unknown introducer sheath. The sheath was bunched, and its distal tip was flared. The balloon was bunched at the distal cone and was prolapsed over the distal dip, likely indicating retraction issues. The balloon segment was removed from the sheath and a complete circumferential break to the outer catheter was noted at the glue joint. The distal marker band was noted under x-ray imaging. The remaining catheter segment containing the hubs was kinked at the strain relief. However as the user did not report any kinks, it is likely that the manner in which the device was packaged for return may have contributed to the kinks. The polyimide had been pulled from the distal segment, and the proximal marker band was noted to be attached to the polyimide break. A complete circumferential break was noted to the polyimide, as well as a tear at the polyimide break. Functional/performance evaluation: functional testing could not be performed due to the condition of the returned sample. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned in two segments; the balloon segment was returned in an unknown introducer sheath. Both segments were examined under magnification, and a complete circumferential break was noted on both the outer catheter and polyimide. Additionally, the returned balloon in the sheath was returned bunched and prolapsed at the distal tip, indicating retraction issues. Therefore, the investigation is confirmed for a break, and for sheath-related retraction issues. It is likely retraction issues led to the break at the glue joint. However, the definitive root cause for the reported events could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the conquest pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. Apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. Potential adverse reactions: additional intervention conquest pta dilatation catheter brochure: the recommended sheath size for this sized device is 7fr. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a fistula, a break was allegedly identified on the catheter shaft of the pta balloon. Reportedly the break occurred inside the sheath, and so the balloon and sheath were removed as a single unit. Another balloon and sheath were used to complete the procedure. There was no reported patient injury.